Event description:
It was reported that during the use of the device for a non-clinical activity, the thermometer would not go above twenty-five degrees celsius, but the cooler heater unit indicated an overtemp. There was no pt involvement.